Event description:
PICC line pulled out of right forearm by pt. Catheter missing from hub. Initially placed in 2002 with 65cm length cut to 50cm by physician. Search of bedding, trash negative for catheter. Tourniquet placed on upper rt. Arm upon finding pt. Pulled PICC out. Radiology examinations and CT of chest negative for radioopaque catheter. Pt. Monitored for change in respiratory, level of alertness and ability to move extremities. Pt expired 22 days later, not event related.